Event description:
It was reported that, during use, a swan ganz catheter had medication leakage where the white "proximal injectate" and blue tubing connect. Leakage occurred 6 days after insertion. No allegation of patient injuries.

Manufacturer narrative:
Additional product codes: dqo, dqe, kra, dqk, drs, dsb, dxn, qaq. Additional premarket submission: k231248. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
A product investigation was completed on the returned catheter. The reported event of "leakage where the white proximal injectate and blue tubing connect" was confirmed. Visual examination found that proximal injectate extension tube was partially broken at the lumen hub. Cross surface of the broken extension tube appeared to be uneven and rough. All other through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No other visible damage was observed from catheter. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A root cause has not been determined at this time. A supplier notification was sent